Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty seven representative samples of devices. Visual inspection and functional te sting confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the device from the package during the ileocolic continuous anastomosis at a critical time of laparoscopic colorectal surgery, the thread broke. A new suture was opened to complete the case. There was no patient injury.